Manufacturer narrative:
This occurred on an unspecified date in (B)(6) 2019 (stated as "over the weekend"). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "j-loop" component of a one-link non-dehp standard bore catheter extension set broke when trying to remove the blue cap. This was identified during set-up before priming and prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation with the attached tip protector that was broken apart. Visual inspection identified that the set was broken apart between the tubing and luer lock. Functional testing was not performed due to the condition of how the sample was received. The reported condition was verified. The cause of the condition could not be determined.this issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.